Event description:
Dear FDA, I had mcghan saline breast implants in 2004. I know my body better than anyone and my body was getting sicker and sicker and I couldn't get answers. I no longer have to seek medical attention for what was causing my pain and other life changing symptoms. Symptoms that no doctor or specialist were able to figure out, fix or even acknowledge. I wasted so much time trying to fix every symptom individually never feeling better. My insurance wasted so much money on dr appts, lab test, ultrasounds, medicines, ER visits and hospitalizations. I found a plastic surgeon who does believe in breast implant illness and I explanted (B)(6) 2018. I feel so much better. I'm not doing anything different than before I explanted ( off previous medications for pain and symptoms) and just letting my body heal itself. I will never second guess my decision. How I look is no concern as to how I feel. The tradeoff is getting my life back. Bii is real and no one will ever convince me otherwise. If you want scientific proof, I believe my medical records over the years could help with that and there are a lot of other ladies that have gone through the same symptoms, tests and etc. Please stop breast implants, they are poisoning us.